Event description:
At beginning of cardiac catheter procedure, using terumo radiofocus introducer b kit, cardiologist cannulated femoral artery. Guide wire insert but would not advance. Then would not withdraw. Attempted removal of precutaneous needle and wire together, but wire remained. Attempts to remove by pulling caused unravelling. Cv surgeon lengthened groin site anad attempted removal in cath lab, but was unsuccessful. Pt taken to or for removal 4/27/94 by cv surgeon.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device not used as labeled/indended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device discarded. The device was not destroyed/disposed of.